Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's longevity was changing. It was noted that the device was being programmed to right ventricular automatic capture (rvac). Boston scientific technical services (ts) discussed that could be going in or out on retry due to reasons like fusion. This caused higher outputs which then caused the device to change current bins. Ts then suggested to turn this feature off. An attempt to obtain additional information was made but was unsuccessful. No adverse patient effects were reported.